Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 200mg/dl. The customer stated that the infusion set was removed and the cannula was bent. Troubleshooting was performed. Reviewed the prime history and no data was recorded. No further information was provided.